Event description:
A malfunction alarm was reported, with a malfunction code displayed as malf 0. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer with resetting the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any further issues arise.